Event description:
Additional information received reported that the patient was receiving effective therapy.

Event description:
No new information.

Event description:
It was reported that a couple of months after the patient was implanted, she had noticed that her therapy was ¿not adequate for the symptoms¿ it was noted that the patient had not had any falls or trauma. The patient was reported as having had multiple reprogramming sessions and had ¿recently¿ had her leads and implantable neurostimulator (ins) replaced.

Manufacturer narrative:
Product ID: 3777, lot# va076bm001, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3777, lot# va08u42015, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).